Event description:
Info received indicated the casters would not hold when the brake were set.

Manufacturer narrative:
The hill-rom tech indicated the casters were worn out. He replaced the casters to resolve the issue.